Event description:
It was reported that the right atrial (ra) lead exhibited inconsistent impedance and noise that could be reproduced with patient's arm movement. In addition, there were several mode switches observed. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.